Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-21- possible sample issue (user) test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. (B)(4).

Event description:
Consumer reported complaint for meter issues accompanied by symptoms. (B)(6) - pharmacist is calling on behalf of the customer. The expected fasting blood glucose test result range is 130 to 140 mg/dl. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer went to pharmacy because she could not get a reading on her meter. Pharmacist called with customer, customer did not know what error message was showing up on her meter. I tried to walk customer through a blood test but customer could not obtain blood at the time of call. Customer feels dry mouth and feels tired. States she just left therapy for muscle loss and neuropathy in her hands. Customer has not taken her medication and has not eaten. Customer states she has not had enough water. Customer denies the need for medical attention. Customer says she will go to the doctor's office to check her sugar so she may know what to eat and if she should take medication.